Manufacturer narrative:
The inomax dsir plus device was returned to the regional service center (rsc) for investigation. A review of the device's service log revealed that a service required alarm occurred due to an error between the initial synchronization with the delivery processor and the dsir board failed reading the lp software version. The rsc received a service required alarm for dsir board communication error which is consistent with a misbehaving dsir board. The rsc did not experience a "high pitched noise"; however, the noise mentioned is consistent with the service required alarm. The root cause for this occurrence was likely due to a malfunctioning pca ir control board. As a result, the device's pca ir control board was replaced. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use. The most likely root cause for the patient's tachycardia, increased pulmonary arterial pressure, and hypotension was the abrupt discontinuation of inhaled nitric oxide (no) therapy to the patient due to the device's service required alarm. The hospital staff was able to utilize the inomax dsir plus inoblender while replacing it with a backup inomax dsir plus device. Per the inoblender operator's manual on page 4, the intended use for the inoblender is as a back up to a primary inomax delivery system; or for short term attended use when a primary delivery device cannot practicably be used. The patient was able to recover when placed on the backup inomax dsir plus device. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: tachycardia, low blood pressure/ hypotension, high pulmonary arterial wedge pressure comp (B)(4), on (B)(6) 2024.

Event description:
The customer called to report that a patient experienced increased pulmonary arterial pressure while receiving inomax nitric oxide treatment with the inomax dsir plus device. The customer reported that the patient was a 48 year old female, status post lung transplant and pulmonary hypertension. In addition to the inomax treatment, the patient was also being supported by extracorporeal membrane oxygenation (ECMO). The customer reported that the bedside therapist had been alerted to an issue by a "high pitched noise" coming from the device. The customer informed the therapist reported that the device appeared to be operating properly based on the information displayed, and that the patient was stable, so the customer left the area to obtain another device. When the customer returned, the monitor displayed a "service required" alarm and the patient had decompensated. The customer immediately utilized the inoblender to ventilate that patient and replaced the dsir plus with a backup unit. The customer reported the baseline blood pressure was 130/70 and it decreased to 70/40 and the pulmonary pressure had increased from 40/30 to 60/30. The spo2 remained at 94%. The heart rate increased from between 100 bpm and 110 bpm to between 120 bpm and 130 bpm. The customer reported that the patient recovered within 15 minutes after inomax nitric oxide treatment delivery was re-established with no set at 40ppm. The customer stated the health care practitioner felt this patient event had direct correlation to the abrupt withdrawal of inomax nitric oxide and felt this event was life threatening. The customer reported that the nurses in the room at the time did not ventilate the patient via the inoblender as they are not allowed to manually ventilate the patient if inomax is in use. The inomax dsir plus device was returned for investigation.

Manufacturer narrative:
The device was used for treatment. This complaint is reportable as a MDR as the health care practitioner reports that the issue was life threatening. Since the reportable event is only associated with this device, the MDR will only be against this device. No trend was detected for the serial number reported in this complaint. Trends were reviewed for complaint categories, noisy, service required, tachycardia, high pulmonary arterial wedge pressure, and hypotension. No trends were detected for these complaint categories. The product monitoring data is within control limits. At the time of this report, the analysis and investigation of the device is still in progress. A final report will be submitted once the investigation is complete. (B)(4), a.p. 10-apr-2024.

Event description:
The customer called to report that a patient experienced increased pulmonary arterial pressure while receiving inomax nitric oxide treatment with the inomax dsir plus device. The customer reported that the patient was a 48 year old female, status post lung transplant and pulmonary hypertension. In addition to the inomax treatment, the patient was also being supported by extracorporeal membrane oxygenation (ECMO). The customer reported that the bedside therapist had been alerted to an issue by a "high pitched noise" coming from the device. The customer informed the therapist reported that the device appeared to be operating properly based on the information displayed, and that the patient was stable, so the customer left the area to obtain another device. When the customer returned, the monitor displayed a "service required" alarm and the patient had decompensated. The customer immediately utilized the inoblender to ventilate that patient and replaced the dsir plus with a backup unit. The customer reported the baseline blood pressure was 130/70 and it decreased to 70/40 and the pulmonary pressure had increased from 40/30 to 60/30. The spo2 remained at 94%. The heart rate increased from between 100bpm and 110bpm to between 120bpm and 130bpm. The customer reported that the patient recovered within 15 minutes after inomax nitric oxide treatment delivery was re-established with no set at 40ppm. The customer stated the health care practitioner felt this patient event had direct correlation to the abrupt withdrawal of inomax nitric oxide and felt this event was life threatening. The customer reported that the nurses in the room at the time did not ventilate the patient via the inoblender as they are not allowed to manually ventilate the patient if inomax is in use. The inomax dsir plus device was returned for investigation.